Manufacturer narrative:
A ge rep evaluated the system and replaced the cables going to the x-ray tube and the camera. System operates as intended.

Event description:
The customer reported the left monitor will not display an image. No pt injury was reported.